Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The field service engineer noticed on (B)(6) 2019, when performing a pm during the applicative test that the robot arm didn't move when press the vigilance device pedal but was able to solve the issue by shutting the robot down and turning it back on. In this case there was not patient involvement.

Event description:
The field service engineer noticed on (B)(6) 2019, when performing a pm during the applicative test that the robot arm didn't move when press the vigilance device pedal but was able to solve the issue by shutting the robot down and turning it back on. In this case there was not patient involvement.

Manufacturer narrative:
It was reported that the robot arm didn't move when press on the vigilance device pedal but it was able to solve the issue by shutting the robot down and turning it back on. Device history record review and complaint history review were not performed based on the low severity of this complaint. According to technical investigation, the issue is due to a switches error. It is assumed that the pedal was pressed incorrectly.

Event description:
The field service engineer noticed on (B)(6) 2019, when performing a pm during the applicative test that the robot arm didn't move when press the vigilance device pedal but was able to solve the issue by shutting the robot down and turning it back on. In this case there was not patient involvement.